Event description:
It was reported that during a da vinci si surgical procedure, a piece of 'wire' from the tenaculum forceps instrument broke and fell into the patient. The fragment was retrieved, and the planned surgical procedure was completed. No patient harm, injury or adverse event was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the pitch down cable to be broken at the distal clevis hub. The cable segment that contains the crimp was returned detached from the instrument. Other cables at the wrist are not damaged and the clevis does not exhibit any damage or wear. No other damage found.